Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 3006705815-2019-03400. It was reported the patient experienced ineffective stimulation from the scs system. Troubleshooting was unable to resolve the issue. It was determined the patient's leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2019, where the same leads were repositioned. Reportedly, effective therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.